Manufacturer narrative:
H4: the lot was manufactured may 19, 2023 - may 22, 2023. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection was done which showed droplets of fluid located on the inner wall of the device bottle, which suggested a possible leak. Due to the nature of the sample, no further testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume infusors leaked. Fluid was identified in the base of the cannister outside of the balloon. This occurred during an unspecified process step. The devices were filled with piperacillin tazobactam18000mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.